Event description:
During preventive maintenance hill-rom tech discovered a poor ground resistance reading and also cracked wire carrier. No reported injury. Replaced the power cord to resolve the loss of ground issue.